Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced hyperglycemia after breakfast while using the ilet system, with a blood glucose of 317 mg/dl. No symptoms were reported, and no device alerts occurred. The user changed the 23-inch, 6 mm infusion set and associated supplies, after which glucose levels trended down to 260 mg/dl with a downward arrow, and the system appeared to lower glucose as expected. The reported symptoms included no clinical effects. The outcomes included no need for medical intervention and no hospitalization. The investigation included troubleshooting and education with the user. Review of the case revealed no device alerts or identifiable device malfunction and no observed infusion set kinks or leaks. The cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, it was concluded that the cause was inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.